Event description:
In 2009, the lay user/patient's mother contacted lifescan (lfs) alleging that her onetouch ultra2 meter would not power on. The complaint was classified based on the conversation the customer care advocate (cca) had with the reporter. The patient's mother reported that the alleged power issue began approximately 1 month prior to contacting lfs. The cca noted that the patient manages her diabetes with insulin (self adjuster). As a result of the alleged power issue, the patient's mother claimed that they had to estimate how much insulin to administer since the patient was unable to test her blood glucose. On an unspecified date/time, after the alleged power issue began, the patient felt dizzy, shaky and sweaty; symptoms she associated with a low blood glucose. The reporter stated that the patient was given food in response to the symptoms. At the time of troubleshooting, the reporter confirmed that the subject meter's batteries were replaced. The alleged power issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.